Manufacturer narrative:
The insulin pump powered up properly after battery installation. The pump was received with operating currents within spec. The pump passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Pump was monitored for 24 hours and no blank display anomalies noted. Power connector plug in and locked in place properly. No rattling noted. Pump downloaded properly. However, pump was unable to connect with glucose sensor simulator and failed to received bg readings from bg meter, problem isolated to pcb2. The power management tool confirmed low battery alarms were triggered when backup battery loaded voltage (loaded vlith) was less than 3.5v. The loaded voltage (loaded v lith) display at the power graph management tool shows abnormal behavior due to resistance issue at j6 connector. After disconnecting and reconnecting the internal battery connector on j6 / pcba 1, pump was monitored and functioned properly. Pump was received with minor scratches on case and minor scratches on lcd window.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer's blood glucose level was unknown at the time of the incident. The customer stated that the pump kept beeping on the phone. The customer stated that she put in a new sensor and dropped the pump on the floor. About a week ago and two nights, the pump shut off. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.